Event description:
It was reported that the implantable pulse generator (ipg) was not collecting any pacing percentages or diagnostics. It was found that the implant detect feature had not completed after implant as there was no atrial lead implanted. The implant detect was manually completed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).